Manufacturer narrative:
This report is associated with (B)(4), polident 3 minute.

Event description:
"He" did not rinse them before putting them in "his" mouth and ingested some of the product. [Accidental device ingestion] pulled the teeth out and put them in "his" mouth without rinsing. [Wrong technique in device usage process] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for denture wearer. On (B)(6) 2018, the patient started polident 3 minute. On (B)(6) 2018, less than a day after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident 3 minute. Additional information: adverse event information was received on (B)(6) 2018. Consumer reported, "he" put "his" teeth in the 3 minute polident and fell asleep. Pulled the teeth out and put them in "his" mouth without rinsing. Realized "he" did not rinse them before putting them in and took them out immediately. Rinsed teeth and mouth out. "He" did not rinse them before putting them in "his" mouth and ingested some of the product. Was it safe to swallow?"